Manufacturer narrative:
The video baton was returned to verathon for evaluation and was tested by verathon technical services. The returned baton was attached to a test monitor, the video baton displayed static-like colored lines when the cable was manipulated; therefore, the reported image issue was confirmed. Based on the evaluation of the video baton, it was determined that customer use or technique caused or contributed to this event. Upon review of the device history records for the video baton, serial number (B)(4), it was determined that the device was manufactured on 06/17/2011 and the one (1) year warranty period has expired. As the device is at its end of life and no repairs are available for the video baton, the returned video baton was scrapped and the customer elected to replace the glidescope avl 3-4 video baton with a new device. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl 3-4 video baton, there was no image on the screen. Reportedly the customer narrowed the video issue down to the video baton. A three (3) minute delay in the procedure was reported, while preparing another glidescope system. No harm to patient or user was reported.